Event description:
Caller indicated the assure platinum meter was giving high readings. Caller stated the facility took a blood glucose reading on patient at 5am using the platinum meter and the reading was 375mg. They gave him 12 units of insulin and around 7am the patient had a seizure. The facility tested on the platinum meter again and it read 350mg. The facility was confused because the patient was acting hypoglycemic so they grabbed their old bayer meter to take a blood test and it read 55mg, they tested again right after and it read 39mg. The facility gave the patient instant glucose according to the bayer reading to elevate his glucose levels and then he was fine. Verified storage and technique. Facility uses alcohol to clean the fingers. Meter and strips are stored in a supply room. Seals bottle cap tightly after removing a test strip. No controls were completed. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.